Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to lead fracture, and it was noted that a ra lead fragment was abandoned in the atrial appendage. No additional adverse patient effects were reported.